Manufacturer narrative:
The patient's weight has been estimated. Chronic driveline infections reported under MFR # 2916596-2021-01951, and MFR # 2916596-2019-05029.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with implantable cardioverter-defibrillator (ICD) shocks associated with ventricular fibrillation. Eight shock attempts failed to convert. The patient was started on intravenous amiodarone and heparin. The patient was intermittently unresponsive at home when the event started with constant low flow alarms. The ventricular fibrillation was sustained. The ventricular fibrillation did not exist prior to the ventricular assist device (vad). The ICD was implanted prior to the vad. The patient was placed on amiodarone, toprol, and potassium repletion. The ICD therapies were turned off in the setting of the device malfunction, which was most likely insulation breach. After about 2 hours, the patient self-converted to sinus rhythm (sr). The low flow alarms resolved when the patinet returned to normal sinus rhythm. The patient was previously scheduled for pet(positron emission tomography) scan as outpatient to evaluate pocket infection. The scan showed inflow, outflow graft, and driveline positive for infection. The patient had chronic (B)(6) driveline infections and antibiotics were changed to (B)(6) for lifetime. The patient was not surgical candidate. The patient was discharged on (B)(6) 2021. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of ventricular fibrillation (vf) could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia and infection (local, driveline or pump pocket infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. This IFU and the patient handbook, also provide information regarding how to prevent infection. Both documents also address all system controller alarms (including low flow hazard alarms) and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23may2013. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists cardiac arrhythmia and infection (local, driveline or pump pocket infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low flow hazard alarms) and how to respond to each alarm condition. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.